Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing a "siren" coming from their device approximately every four hours. The alert was triggered due to integrity issue on the right ventricular (rv) lead. The alert was noted to be turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.